Event description:
Boston scientific received information that this right ventricular lead was exhibiting small r-wave measurements which were being undersensed. No adverse pt effects were reported. A boston scientific technical services consultant discussed the clinical observations with the caller. The rv sensitivity was reprogrammed which eliminated the undersensing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.